Event description:
Precision issues with immulite 2000 insulin lot#314 were observed by the customer during lot to lot validation and calibration. No patient samples were tested, therefore there are no reports of adverse health consequences or patient intervention.

Manufacturer narrative:
The cause of the immulite insulin imprecision is unknown at this time. This incident is currently under investigation.

Manufacturer narrative:
Siemens filed the initial MDR on 01/23/2012. Siemens healthcare dx has implemented a field correction (urgent device recall ur005-2012-04-26, april 2012) for the immulite 2000/2000 xpi insulin assay lots 312-316.

Manufacturer narrative:
(B)(4) 2012 additional information:the immulite 2000 insulin imprecision on lot#314 has been investigated by siemens.siemens has determined that the cause of the immulite 2000 insulin imprecision on lot# 314 is due to a reduction in theconcentration of the insulin bead coat antibody (raw material).siemens became aware of the additional information on 03/28/2012.the device is runing within specification.no further evaluation of the device is necessary.

Event description:
Precision issues with immulite 2000 insulin lot#314 were observed by the customer during lot to lot validation and calibration.no patient samples were tested, therefore there are no reports of adverse health consequences or patient intervention.(B)(4).

Manufacturer narrative:
The 510(k) number has been corrected: k022603.